Event description:
It was reported that there was a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance for resetting the pump, and the customer successfully followed the instructions, which resolved the issue without any recurrence of the error.